Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, 2d image acquisitions from the imaging system were grainy. Additionally, the green light on top of the viewing station of the imaging system was not illuminated. The viewing station was restarted without resolution. The imaging system and viewing station were then restarted which restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.